Event description:
Patient presented to the physician with an infection at the neck incision site and was exhibiting drainage from the site. Physician prescribed antibiotics. Physician brought the patient into the or the following day, and upon surgical exploration, a hematoma was identified but infection was not suspected. Physician irrigated the neck incision site with antibiotic solution and closed. Patient will continue the previously prescribed course of antibiotics postoperatively.